Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet device split in half while replacing its case, exposing internal circuit boards. The user was unharmed and understood that the device would be replaced to avoid further risk. A replacement ilet was processed, and the user confirmed understanding of the replacement and return process. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.